Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) spoke to the customer biomedical engineer (biomed). The biomed indicated that the device was showing a speaker malfunction inoperative (inop) alarm, and stated the speaker was not producing sound. The customer stated they would like to order a speaker assembly. The parts were ordered. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. A replacement speaker was ordered and sent to the customer to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on an intellivue multi measurement server x2 indicating that it was giving a speaker malfunction inop message and there was no sound from the speaker. The device was in clinical use at the time of event and no adverse event or harm was reported.